Manufacturer narrative:
Pump monitored for several days and no blank display noted. However, pump received with no button response at escape, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's buttons were not responding and was not working. Customer's blood glucose value was 15.6 mmol/l and did correction through bolus since the buttons are stuck and manual injection. The customer reported that the time advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.